Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patient samples tested on a unicel dxc 600i synchron access clinical system. The erroneous test results were reported out of the laboratory for one of the two patients. Repeat analysis was performed. The repeat test results were within normal range and were reported. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 13x100mm greiner serum tubes with gel. Samples are centrifuged for ten minutes at 3000g at 18 degrees celsius. The customer noted that both samples were clear in appearance. Quality control (qc) was performed twice daily and was within the customer's established ranges at the time of the event. System checks performed on the analyzer were acceptable. On (B)(6) 2010, the field service engineer discovered excessive bubbles in the fluid line between the external buffer container and the fluidics manifold. There was also some leakage noted from the dispense probes near the mixer pulleys. Replaced the external buffer container along with all the associated fittings and tubing. Primed the system thoroughly and noted that there was no evidence of bubbles. Released the system back to the customer. Hardware issues were addressed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.